Event description:
It was reported that a small volume folfusor experienced an overinfusion of 5-fu in nacl 0.9%. The two day pump infused after one day. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection on the unit via the naked eye revealed no signs of physical abnormality that could have caused the reported problem. Attempt to reproduce the reported problem was not possible because the manufacturing plant does not have the drug 5-fu in order to accurately reproduce the reported problem. However, a functional flow rate test was performed on the unit and the results revealed that the device performed within specification. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.